Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. The consumer reported that the patient recently worked with the healthcare provider (hcp) and decided to try therapy again with a new implant and leads. The consumer reported that since implant the therapy had not helped her shaking. The consumer reported that the patient just had the first programming session which resulted in slurring of patient¿s speech which had grown worse since that session. It was noted that the therapy was on and the consumer did not have the ability to change stimulation. The consumer reported that they talked to a manufacturer¿s representative (rep) who suggested turning stimulation down. The consumer reported that they chose to turn stimulation off on both implants.